Event description:
Healthcare professional reported right side "hypointense lines characteristic of intracapsular rupture and intracapsular rupture and liquid images in relation to increased permeability" via MRI. Device remains implanted.

Manufacturer narrative:
Cont e1 phone number -(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.